Event description:
Pump sn (B)(4) failure reported by pt, with new cartridge change. Cartridge would load but it would not fill tubing. Everything was properly attached and medication was present in the cartridge, same cartridge was used in the back up pump without a problem; will replace. Current pump rate 0.038. Is the actual device available to be returned for investigation? Yes; did we (MFR) replace device? Yes. Did the pt have a backup device they were able to switch to? Yes. Did the reported product fault occur while in use with a patient? Yes; did the product issue cause or contribute to patient or clinical injury? No; reported to (B)(6) by pt/caregiver.